Manufacturer narrative:
A review of the device history record indicated the order was built to specification. The returned sample was visually and functionally tested and passed testing. The sample was able to reach a maximum vacuum within specification. The root cause of the customer's complaint could not be established as the returned sample met specifications. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that he experienced an aspiration failure during the irrigation and aspiration phase of a cataract procedure. The procedure was completed after replacing the product with another one. There was no harm to the patient. The product sample was retained. No additional information is expected. This is two of four reported for this facility.